Event description:
During arthroscopy and acromioplasty in which a turbo-vac 90 arthrocare arthrowand -refurbished by sterilmed- was being used, the tip on the device broke off in the shoulder joint. The tip was retrieved and x-rays were taken to verify that the metal tip was removed.